Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter recognition issue occurred. An avvigo plus multi-modality guidance system and opticross catheter were selected for use. The system recognized the cathter correctly, but during the procedure the same catheter is suddenly recognized as a different model - opticross 16 or 32. This causes the settings associated with the connected catheter to change. The procedure was completed with this device.